Manufacturer narrative:
The tech found the trend gas cylinders were not working. He replaced the gas cylinders to repair the stretcher.

Event description:
Info received indicates trendelenburg and reverse trendelenburg functions are not working.